Event description:
Mirror images in oversensing observed between the ra and rv leads appears to suggest lead interaction and damage to both leads. Oversensing on rv bipolar recent lia for shor1 v-v intervals on rv lead (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).